Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. A cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) stent graft procedure. Reportedly, a cuff miss occurred with two proglide devices. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The aaa procedure was completed and hemostasis was achieved with the successfully preplaced sutures of the third and fourth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the proglide device. No additional information was provided.